Manufacturer narrative:
It was reported that the customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. It was determined that the battery was the cause of the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting battery failure error during unit set up. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer does not know if the battery installed is aftermarket or original equipment manufacturer (OEM). The customer requested part ID for battery replacement. Investigation is ongoing.